Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint that "the instrument that cannot pass the self-inspection". Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The blade broke at roughly 0.18¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the instrument failed to pass the self-test, and the generator prompted the user to pull the instrument out and re-test. After the re-operation, the instrument still failed the self-test. After several times, the generator prompted to replace the instrument, which resolved the issue. The surgeon and nurse performed the same operation on both instruments. The defective instrument was inspected and was noted to have no abnormal appearances. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.